Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 18 mmol/l (324 mg/dl), while wearing the pod between 1 and 4 hours. They reported the pod leaked insulin and when it was removed from the infusion site (back), they found the cannula was not deployed. The patient reported feeling the needle insert during activation, but did not see the cannula when the pod was removed. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. No problems were found regarding pod functionality. Since the pod was not deployed it could not be leaking during wear. Manual rotation of the ratchet gear deployed the pod without any issues. The fluid path was inspected for any leaks or tears and no issues were found.